Event description:
Received an alert via hm due to eri. The patient will be brought in for a device check.

Manufacturer narrative:
07-oct-2022 it was reported that the device was explanted on (B)(6) 2022. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. As a first step in the analysis, the device was interrogated. The interrogation could be properly performed, and it revealed the eri battery status. The device was implanted for approximately 100 months and 39 charging cycles were recorded in the devices memory. The memory content of the ICD was inspected, revealing a normal current consumption of this device. However, the amount of charge taken from the battery was verified and the battery condition was not as expected. Next, the ICD was subjected to an electrical analysis. First, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, the charging was aborted due to the depleted battery. In order to obtain further insights, the ICD was opened and the inner assembly was inspected. The visual inspection showed no anomalies. Subsequently the current consumption of the electronic module was verified by direct measurement and proved to be as expected and consistent with the interrogated ICD data. There was no indication of a malfunction of the electronic module. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual inspection which did not reveal any external signs of damage. At a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified a short circuit, which led to an increased internal self-depletion within the battery and therefore contributed to the clinical observation. In conclusion, the device was implanted for 100 months. The analysis revealed an elevated internal self-depletion within the battery.

Manufacturer narrative:
07-oct-2022 it was reported that the device was explanted on 08-sep-2022.-